Manufacturer narrative:
As reported, the mini guidewire cannot pass through an 11cm avanti+ transradial catheter sheath introducer (csi) and the dilator falls off. A new radial arterial sheath was used to complete the procedure. There was no reported patient injury. The device was stored and prepped according to the IFU. There was no difficulty prepping the device. There was an issue passing the provided mini guidewire though the dilator. The dilator was not obstructed by any material that could be injected into the patient. The issue was noted during angiography. The vessel was not calcified, tortuous, and had no stenosis, acute angles, or bifurcations. A non-sterile unit of ¿si avanti+ transrad kit 11cm¿ (mini guidewire, vessel dilator, catheter sheath introducer) and an additional vessel dilator were received for analysis. One of the vessel dilators was received inserted inside the csi. The other vessel dilator was received with the mini guidewire inserted through it. The vessel dilator the was received inserted inside the csi, the mini guidewire and the csi were evaluated under 2022-00202983-1. The second vessel dilator, which was received with the mini guidewire inserted through it, was evaluated under 2022-00202983-2. The three components were inspected, and no damages or anomalies were noted to the csi. However, the vessel dilator presented with damage to the distal tip. Additionally, the mini guidewire was noted to have a kink located approximately 15 cm from the proximal end. Outer diameter (od) measurements were taken in four locations along the mini guidewire and were found within specification. The distal tip of the vessel dilator was inspected using a vision system to obtain a magnified image. A frayed/torn condition was observed. Sem analysis was performed on the dilator and presented evidence of scratch marks near the damaged area. The vessel dilator was evaluated by the product evaluation team (pet) using a vision system and concluded approximately 4 mm of the distal tip is missing. The missing material was not retuned for analysis. Functional analysis was performed by attaching a syringe filled with water and attempting to flush it. However, the water did not flow thorough the dilator due to an obstruction, which is attributed to the damage on the distal tip. Additionally, an attempt was made to insert the mini guidewire through the vessel dilator and the obstruction related to the noted damages led to the failure of an insertion/withdrawal test. A product history record (phr) review of lot 18020361 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The malfunctions ¿mini guidewire ~ impeded, vessel dilator-obstructed and vessel dilator-separated¿ were confirmed. An obstruction caused by the damaged distal tip of the dilator prevented the mini guidewire from passing through it and also contributed to the kink on the wire. The scratch marks noted around the damaged area is commonly caused by an interaction of the material with a sharp object or mechanical damage. While the exact cause of the reported events cannot be conclusively determined during the analysis, exposure of the dilator to a sharp medical device or a surgical plier is a likely contributing factor. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if increased resistance is felt upon insertion of the csi, or an intravascular device through the csi, investigate the cause before continuing. If the cause cannot be determined and corrected, discontinue the procedure, and withdraw the csi.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the sheath guidewire cannot pass through an 11cm avanti+ transradial sheath introducer kit, and the dilator falls off. A new radial arterial sheath was used to complete the procedure. There was no reported patient injury. The device was stored and prepped according to the IFU. There was no difficulty prepping the device. There was an issue passing the provided mini guidewire though the dilator. The dilator was not obstructed by any material that could possibly be injectable into the patient. The issue was noted during angiography. The vessel was not calcified, tortuous, and had no stenosis, acute angles or was bifurcating. The device and an additional vessel dilator were returned for evaluation. Addendum: the product evaluation revealed approximately 4 mm of the distal tip is missing is missing for the vessel dilator associated with complaint 1.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18020361 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sheath guidewire cannot pass through an 11cm avanti+ transradial sheath introducer kit, and the dilator falls off. A new radial arterial sheath was used to complete the procedure. There was no reported patient injury. The device was stored and prepped according to the IFU. There was no difficulty prepping the device. There was an issue passing the provided mini guidewire though the dilator. The dilator was not obstructed by any material that could possibly be injectable into the patient. The issue was noted during angiography. The vessel was not calcified, tortuous, and had no stenosis, acute angles or was bifurcating. The device and an additional vessel dilator were returned for evaluation. Addendum: the product evaluation revealed approximately 4 mm of the distal tip is missing is missing for the vessel dilator associated with complaint (B)(4).